Manufacturer narrative:
Concomitant medical devices: 5076-52, lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had increased impedance. The physician will bring the patient back for possible x-ray to determine the position of the lv lead after the patient reported that they had a fall. The lv lead remains in use. No further patient complications have been reported as a result of this event.